Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that while the customer was going through the load sequence the pump declared an altitude alarm. Customer's blood glucose level was not impacted. The customer was able to load a new cartridge successfully.